Manufacturer narrative:
This malfunction occurred several times with this customer and this product code. Information on the additional occurrences can be found in the following mdrs: 2245270-2016-00042; 2245270-2016-00043; 2245270-2016-00044. This complaint is not confirmed. The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The following is the report of their investigation. Having examined the faulty sample returned, we did not find any defect. The returned catheter was connected to a 3 ml syringe (bd posiflush with 10 ml diameter). Using this syringe the catheter could be primed easily without finding any defect. A lot/batch number was not provided with this complaint therefore a batch history record review could not be performed. As the failure could not be duplicated the complaint could not be confirmed. Corrective/preventative action: no further corrective action initiated by quality management. Vygon will continue to monitor this type of complaint in their complaint tracker.

Event description:
After placements, PICC leaked; PICC was then replaced.

Manufacturer narrative:
This malfunction occurred several times with this customer and this product code. Information on the additional occurrences can be found in the following MDR's: 2245270-2016-00042, 2245270-2016-00043 and 2245270-2016-00044. The customer has sent back a malfunctioning sample to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
After placements, PICC leaked. PICC was then replaced.